Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
The device was returned to olympus. During their investigation, the sbc was able to confirm the reported issue. During their inspection, the sbc traced the reported error back to a defective generator board. Error e433 is triggered by the device¿s safety system. And occurs during device startup. If the effective value of the output signal which is set for testing falls below the intended limit of 130v. Possible causes of a defective generator board: a defective tr1 transformer on the generator board (permanent error). A defective current transformer on the generator board (permanent error). A defective impedance transformer on the generator board (permanent error). A defective peak rectifier on the generator board (permanent error). The output voltage is too low, due to bad switching of the hf output stage on the generator board (permanent error). A manufacturing and quality control review was performed, for the affected serial number without showing any non-conformities or deviations regarding the described issues.

Event description:
It was reported to olympus, that an hf unit (generator) had an e433 footswitch error. It is unknown when the reported issue was found. There was no procedure involved. There was no patient injury or adverse event reported to olympus.